Event description:
The customer reported occasionally occuring false positive antibody screening tests with cell #1 of biotestcell-p3 on tango. The customer had returned the supposedly defective product cell #1 of biotestcell-p3, but not any patient samples that had caused false positive test results. Our quality control laboratory tested the allegedly defective biotestcell-p3 sample with different positive and negative controls and samples. All positive and negative reactions were correct. We observed that sometimes negative reactions with cell #1 did not show a discrete button but had a diffuse surrounding. Nevertheless these reactions were still correctly negative. Furthermore we performed the direct antiglobulin test (dat) of the supposedly defective cell #1 of biotestcell-p3 on tango. The dat was correctly negative. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.